Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a hole at the tubing through feed through fittings ff79, ff80 and ff82 of the instrument. The fse replaced the tubing through the fittings and verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).